Event description:
The nurse reported a corneal burn occurred. The nurse stated the occlusion bell did not sound. The surgeon switched to an ecce to complete the case. Additional info received from the surgeon stated the cataract was 4+ and rock hard. The surgeon stated that during the third pass, in phaco, she noticed the burn. The wound was closed with a mattress suture. No wound leakage was noted. The pt did have some corneal edema post operative, but looks good. The surgeon stated the pt is doing well.

Manufacturer narrative:
The company service rep examined the system and did not find a problem. Preventive maintenance was performed. The software was updated. The system was tested and met all product specs. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.